Event description:
It was reported that the physician implanted a gore viatorr tips endoprosthesis in a pt with liver cirrhosis, and stomach cancer with metastases to the liver. Post-procedurally the pt developed ascites. Images taken showed the device had become occluded. Twenty-nine days after the original implant was placed, a reintervention was performed to expand the tips tract, restoring patency. The pt did well following the procedure.

Manufacturer narrative:
The review of the mfg records verified that this lot met all pre-release specifications. The imaging eval confirmed patency of the device as contrast was seen flowing from the hepatic tree, through the device and into the inferior vena cava on the date of the original implant with some narrowing in the upper third of the device. The images taken at the start of the re-intervention, 29 days later, do not show the presence of contrast within the device. After the device wsa ballooned twice, the image shows contrast within the device, but the contrast is not seen communicating from the device into the inferior vena cava.